Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trends are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. The following MFR report number is related to this report: 1221359-2122-02166.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self test for two patients. This MFR. Report addresses patient one of two. The consumer reported a false negative result with the binaxnow covid-19 antigen self test. No information was provided with regards to repeat and confirmation testing. The consumer stated that he/she was symptomatic. No additional patient information, including treatment and outcome, was provided.